Manufacturer narrative:
We have investigated the instrument. The tip of the instrument is broken. It is unknown when or where the tip broke, if during use or during transport we shall not know. No further information on the outcome of the patient. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with (B)(4) during a tele-conference on 05/31/2017. This event was reported due to an event of hypotony. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possbile injury by microbial, viral or prion infection (patient harm).

Event description:
A report was received of an incident that occurred in (B)(6). The following incident was reported : "it seems there is a little hole (valve) in the tube which is connecting the handpiece. Our client thinks it should not be there because the anterior chamber collapsed twice.